Manufacturer narrative:
Product lot # was not provided, therefore manufacture date is unknown. Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used.

Event description:
A clinical nurse specialist in hematology-oncology alleged that a pool of liquid was found under a patient's bed when a patient had chemotherapy (cytoxan) infusing (200ml bag over 2 hours) that was piggy backed into a y-site of the primary tubing of a triple lumen hickman catheter. The y-site, closest to the patient, which had a curos jet¿ disinfecting cap for needleless connectors on it reportedly leaked. The medication was re-dosed for the patient.